Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image turns off, the image falls out the image drops out, incorrect communication with the camera head and error 222 during elective and emergency laparoscopic procedures involving an olympus autoclavable camera head. The procedure was completed with the same set of equipment. There was no patient injury reported.